Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. At the last follow up, the device showed an estimated six years of battery longevity remaining. At the most recent follow-up, however, the device triggered elective replacement indicator (eri) with approximately seven months of battery longevity remaining. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis, location of device is not known and no longer at the hospital.

Manufacturer narrative:
Correction and additional information to section e1: initial reporter first name, initial reporter last name, initial reporter facility name, and e3: occupation this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. At the last follow up, the device showed an estimated six years of battery longevity remaining. At the most recent follow-up, however, the device triggered elective replacement indicator (eri) with approximately seven months of battery longevity remaining. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis, location of device is not known and no longer at the hospital.